Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they just saw their doctor and they wanted to order some MRI's and x-rays. Patient stated they need an MRI of their lower back but was told they need stimulator charged to access MRI mode. Patient stated they had stopped keeping their stimulator charged, as ever since they were first implanted, they had been unable to keep their implant charged. Patient said they had never been able to get the implant to fully charge up to 100% and when they did get it charged, it never stayed charged for long because they were only getting it up to 70-80% maximum. Patient stated if they used stim for 15-20 minutes, the battery would drop back down and they got tired of coming back and forth so they just told the representative they weren't going to use it anymore. Patient did not recall name of rep or when rep was first notified. Agent asked when the issue started and patient said it had always been like this since they were first implanted. Patient stated when they were at their hcp office (B)(6), a rep came in and patient reported charging issues. Patient wanted to know why rep never told patient they need to have stimulator charged for MRI mode. Agent reviewed MRI info. Patient then said they were going to try to charge the implant again, but now the controller was saying battery empty, cannot continue, recharge the controller, despite being plugged into ac power. Agent walked patient through removing the battery pack, plugging the controller into the ac power supply, patient confirmed controller powered on. Patient re-inserted the battery and confirmed the green light was flashing above the screen. Patient stated the light was not flashing before. Agent reviewed to let the controller charge fully and then call back for further troubleshooting to address charging issue and review MRI mode. Pt called back for assistance accessing MRI mode. Tss confirmed pt was recharging excellent on call and showed the pt how to enter MRI mode once the ins was charged. Pt reiterated details of case and said they had not been able to keep their ins charged because they did not have time to wait 2-3 hours charging the ins each time and thus, they had stopped using the ins therapy in the past. Pt said they could never get the ins past 70-80%. Pt now needed MRI. Tss suggested keeping ins charged as best they could and then enter MRI mode before appointment.later a hcp called in and reports the ins has not worked properly, never really worked, cannot charge fully, maybe charged to 60% and has fallen in the past.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.